Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the needle broke off inside the body. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record review was completed for provided material number 305271, lot 2308376, the review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2308376 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off into the body during the injection, and could not be removed with tweezers or squeezing. No further information was provided. The following information was provided by the initial reporter: "biweekly, husband is given injections. Last night when given the injection, the needle broke off inside the body. Tried using tweezers, squeezing the injection site, not able to remove the metal."